Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the quality control data, which were within range. The cse performed decontamination. The precision testing was performed, which passed. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed valproic acid result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument twice, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed valproic acid result.

Manufacturer narrative:
Additional information (10/10/2016): additional service was performed. The lens filter (340nm) was replaced and lens cleaning was performed. The cause of the discordant, falsely depressed valproic acid result was on one patient sample is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.